Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer reported that the system had a startup problem. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue as the startup difficulties the customer still meant the presence of artifacts which however have not recurred. Review of the system log file does not show any errors. Later the issue reoccurred twice and fse replaced the detector and detector control module in that work order. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that allura system had startup problems. No harm was reported to philips. Philips has started an investigation of this complaint.